Manufacturer narrative:
H6; the previously reported device code c62882 no longer applies to this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving 500 mcg/ml of baclofen at an unknown dose via an implantable pump. It was reported the patient had their first refill with their new pump on (B)(6) 2020 and the hcp was expecting 9 milliliters (ml) of drug but only aspirated 1 ml from the reservoir. The hcp proceeded to fill the pump but could only get 32 ml into the reservoir. Troubleshooting considerations were reviewed. No symptoms were reported.

Event description:
On 2020-july-08, additional information was received from the healthcare professional (hcp). The hcp clarified that tit was not thought that all of the contents had been removed initially suggesting a volume discrepancy had occurred and it was thought that there was still drug left in the reservoir. The hcp stated they discussed with manufacturer representative (rep) and "presence of bubble caused it". The cause of the reported event was "problem - I was able to inject 32 ml without difficulty". The question related to the patient's weight was not answered.